Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Per the device¿s instructions for use, complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), the use of bioprosthetic heart valves, and anesthesia include but are not limited to death (procedure-related, device-related, or unknown). In this case, multiple investigational follow-ups have taken place; however, to date the cause of death for this patient has not been obtained. In addition, the hospital stated records pertaining to this patient cannot be released without the patient¿s family authorization. There is no evidence the death was related to the edwards valve. There are multiple potential causes for the reported event, including the patient¿s advanced age and multiple co-morbidities. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported through the implant patient registry (ipr) that approximately 7 days post tavr the patient passed away, no additional information was provided.